Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the cardioplegia water (h2o) "in port" on the back of unit leaked when the hose was disconnected. The user facility's biomedical engineer (biomed) flushed the hose a little bit, then pushed and released that spring loaded valve repeatedly, but it did not correct the problem. The unit was removed from service after this case. The surgical procedure was completed successfully, and there was no delays, no blood loss or no adverse consequences to the pt.